Manufacturer narrative:
The patient was born in 1981. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies and routes of administration) for peritonitis. Thirteen days after event onset, the patient discontinued antibiotics treatment and was recovered. Dianeal therapies were ongoing. Additional information is not available.